Manufacturer narrative:
The automated impella controller was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
It was reported that an automated impella controller (aic) would not detect the purge disc. Perfusion attempted to insert the purge disc. The purge disc was not detecting a "click". The purge disc was confirmed by representative onsite to have been inserted properly. The aic would still not detect the purge disc. The aic was switched out and the new aic worked perfectly fine. There was no adverse impact to the patient reported.

Manufacturer narrative:
B5 mso statement was inadvertently omitted on the initial manufacturer device report number 1220648-2025-27874. It was further reported the patient expired while on support. The medical safety officer (mso) reviewed and determined "automated impella controller (aic) -to-aic exchange brief interruption. However, the patient expired from complications not associated with the aic." The patient death is captured in related manufacturer device report 1220648-2025-28059.

Event description:
It was further reported the patient expired while on support. The medical safety officer reviewed and determined "automated impella controller (aic) -to-aic exchange brief interruption. However, the patient expired from complications not associated with the aic." The patient death is captured in related manufacturer device report 1220648-2025-28059.

Manufacturer narrative:
The investigation of automated impella controller (aic) - purge disc/flag issues has been completed. The logs from the complaint date revealed that the console issued purge disc not detected alarm several times. The console was examined, and a broken purge disc flag was identified. The purge disc flag was observed to be broken and was the root cause of the reported purge disc not detected alarm issue. D9 date device returned to manufacturer added.